Event description:
An impella 5.5 was inserted via the direct access for the 50 year old male patient who had been escalated from the impella cp. The patient had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Underlying medical history was not shared. The 5.5 was supporting when after 2 weeks of support there was an observation made of ventricular thrombus. The thrombus was large and at the apex. The 5.5 was orientated toward the mitral valve the entire support and so no interaction with the clot was noted or suspected. The pump was weaned and explanted after the 2 weeks and patient survived. There was not any noted thrombus embolization at the time of pump explant. The team then a week later observed pus to be be present at the former 5.5 insertion site. There was concern for graft infection. CT scan showed no infection. Patient taken back to or to shorten graft successfully. No further intervention was noted. While on support the 5.5 pump functioned as expected, p-4 with 2.5 l/min flow with d5w with heparin in the purge solution.

Manufacturer narrative:
A6 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.